Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: joker, sion blue, guide cath: hyperion jl3.5 (6-french), stent: 3.5x14mm nobori. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the left main artery. After placement of a non-abbott guiding catheter and a non-abbott guide wire, a 3.5x14mm non-abbott stent implant was deployed. The 5.0x12mm nc trek balloon dilatation catheter (bdc) was used successfully for post-dilatation. During withdrawal of the bdc, resistance was met with the non-abbott guiding catheter; therefore, the guiding catheter and bdc were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.